Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event log was reviewed and there was a system fault. The pump was powered on in manufacturing mode (mu) and it immediately went into system fault 41541-latch sensor. In user mode, the pump would not allow the pump to prime after a cassette was attached. After flipping the latch handle a few times, the sensor started working normally. The reported "system fault 41541" was duplicated. It was determined that there was an intermittent problem with the latch sensor. The latch sensor and flex will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a red screen and an unspecified error code. No adverse effects were reported.